Event description:
The customer had an instance in which they noted 3 of 4 cryomacs freezing bags had cracked. The cracks were noted when staff was retrieving products from a rack in ln2 storage. One bag was lost due to the incident. Other affected bags either thawed under bsc and transplanted or remained frozen. For the investigation a filled in questionaire was available. According to the questionnaire the following investigation and statements could be made: · the events were observed during thaw. · the customer did use metal cassettes for freezing, but no statement is made if metal cassettes were used for storage. · a controlled rate freezer was used. · an overwrap bag was not used. · the filling volume was 60 ml (30 to 70 ml are recommended). · the cryomacs freezing bag was stored in the vapor phase of ln2. Pictures were not available for investigation. For the cryomacs freezing bag 250 batch 7220400221 no deviation concerning the manufacturing process occurred. No anomalies occurred during the process the incident rate for this lot for this failure is below 0.01% the issue is likely caused by physical stress, e.g. Mechanical impact in combination with an improper user handling during the freezing procedure. According to the questionnaire an overwrap bag was not used. This is a deviation from the recommended freezing procedure. Frozen bags are sensitive towards mechanical stress due to the nature of the material. Please handle frozen bags with extra care.

Manufacturer narrative:
3191 (a27) - appropriate term/code not available: "opening causing substantial loss of material after thawing".